Event description:
It was reported by the pharmacist that a bd¿ syringe with bd luer-lok¿ tip experienced leakage behind the plunger rod into the back end of the syringe. No report of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: this is the first complaint for the lot# 8054786 for the same defect or symptom. No related defects or qns were recorded in the DHR. No samples or photos were provided for evaluation therefore failure mode could not be verified. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action preventive action) has been initiated to investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: while a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA (B)(4) ¿ 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the pharmacist that a bd¿ syringe with bd luer-lok¿ tip experienced leakage behind the plunger rod into the back end of the syringe. No report of serious injury or medical intervention noted.